Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 175 mg/dl and the sensor glucose was 74 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in range. The customer was assisted with trouble shooting and was advised to turn off their sensor for a few hours to allow the device to calibrate before turning the senor on. The customer was advised to monitor the device and to call back if the issue persisted. The customer sent the sensor back for analysis.